Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing failure was confirmed during check on jun 3rd. At the previous follow-up, the pacing threshold was 2.4 v at 0.4 ms in bipolar configuration. At this visit, the threshold had increased to 7.5 v at 0.4 ms in unipolar configuration. As the patient was pacemaker-dependent due to av block, the patient was urgently admitted to the hospital.